Manufacturer narrative:
A philips clinical application specialist (cas) working with the customer confirmed that there was no actual harm to the patient. The customer was concerned about this issue, and they requested assistance on how to change the inoperative (inop) alarm of interest to a yellow alarm, when the sensors become disconnected from the patient. Based on this information, there is no malfunction or death/ serious injury. The device was working as designed and as configured by the user. Therefore, this is no longer considered a reportable event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a report indicating that a spo2 sensor had disconnected from the patient's finger, and there was a blue inoperative (inop) alarm. The report noted "undetected patient deterioration". The device was in clinical use at the time the issue was discovered.